Event description:
Baxter (B)(4) received a report that an infusor leaked from the tubing after filling. The device was filled with a solution of ropivacaine hydrochloride hydrate and fentanyl citrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the device showed no signs of physical abnormality that could have caused the reported condition. During functional leak testing, a leakage was observed at the junction of the tubing and the microbore. The root cause was determined to be insufficient solvent at the junction of the tubing and the microbore. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.